Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer wasn't closing due to a faulty drawer rails. A field service engineer replaced the rails to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system full height drawer 3 rail was dropping. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.